Event description:
Back side wear on poly, under the elevated rim side under the anti rotation fins. Replacement of the poly with altr x poly and ceramic delta ts head on corail.

Manufacturer narrative:
Examination of the reported device finds the femoral head was eccentrically loading the liner which caused the reported abnormal wear. The bilateral xray view presented in the 2014 image suggests that the patient¿s hips are not in-line with the axis of the body. A search of the complaints databases finds no other reports against the product/lot code combination since its release to distribution. The investigation could not identify any product contribution to the reported event. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4)